Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: 21 jul, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the returned goods authorization (rga) was received with 8 opened patient interfaces that were within their original packaging confirming the reported lot number. Patient interfaces were unable to be associated with their corresponding complaint file or investigation file numbers. Due to the unspecific labeling of the returns, product evaluation was performed on all 8 patient interfaces. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. Functional testing was performed and reported issue not confirmed. Manufacturing record evaluation: the manufacturing records for the patient interface were reviewed. The product was manufactured and released according to specification. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the patient interface(pi) during the laser firing. Procedure was completed successfully with a new patient interface(pi). There was no patient injury or surgical intervention needed. This report is 2 of 2.